Manufacturer narrative:
H10: it is unknown whether there was deviation from instructions for use on reprocessing steps for the auxiliary water channel. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-290 series operation manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had a fault in the angulation system. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, white contamination in the jet channel was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the light cover glass was chipped, the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end cap was worn, the distal end adhesive was worn, the control body colored ring was worn, and the control body air/water colored ring was worn. In addition, the control body identity badge was missing, the switch was worn, the scope connector had a water leakage, the down angle did not meet specification, and the angulation had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.